Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused, single plastic syringe taped to packaging was returned for evaluation. In addition, one photo was also provided for evaluation. Visual evaluation of the returned sample and photo did not confirm any piece of cardboard inside of the syringe. The sample and photo were also evaluated by members of the kits mrb team and no particulates of any kind were able to be observed. Visual evaluation of the photo and returned product could not confirm the reported defect. However, it is possible the loose particulate could have fallen out of the syringe during transportation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per call with customer, a syringe in the kit had a piece of cardboard in it. The syringe could not be used. No injury reported.